Event description:
When the implantable neurostimulator was replaced, the pt was told that there was something wrong with an electrode. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.